Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system is unable to enter MRI mode and is experiencing ineffective stimulation after recent falls. Diagnostics revealed high impedances on a lead. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115696.